Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that, during a surgery, when a surgeon picked the head up from the blister pack, he found some white powder around the taper of the head. A spare was used instead.

Manufacturer narrative:
An event regarding white debris involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was returned for analysis. No powder was present on the returned head. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: there was no evidence of the reported failure on the returned device. No further investigation for this event is possible at this time.

Event description:
It was reported that, during a surgery, when a surgeon picked the head up from the blister pack, he found some white powder around the taper of the head. A spare was used instead.